Manufacturer narrative:
Product ID 3708340, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 377760, lot# v004015, implanted: 2006 (B)(6); product type lead product ID 3550-29; product type accessory (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that during a battery replacement, due to normal depletion, there was a white milky fluid substance on the battery. It looked like it was corroded all the way around and the battery was leaking fluid. The metal looked hardened and the titanium looked calcified. The patient did not have a burning sensation, but the patient had asked the manufacturing representative (rep) earlier today if the implants ever leaked. It was also painful at the ins pocket site. The rep took pictures and was going to send the ins and the pictures back to the manufacturer for analysis. The clinician made a new pocket and tunneled the leads to another area. The clinician also tested for infection. The placed a new battery and impedances were fine. It was later reported that the cultures were sent and came back negative for bacteria and infection. The cause of the event was not determined and they were waiting for analysis. The patient¿s outcome was unknown, but she was going to return next monday (B)(6). It was later reported that the patient was seen on 2015 (B)(6) and was doing great with no issues.

Manufacturer narrative:
Analysis of the implantable neurostimulator ((B)(4)) found it to be functionally okay with insignificant anomalies. Note: previously reported fdc no longer applies due to return/analysis of device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.